Event description:
It was reported that during preparation for a diagnostic procedure, the guidewire seemed to stretch or separate. The physician was trying to shape the floppy end of the wire with their hand, and at the transition point between the stiff shaft and the floppy tip, wire seemed to stretch or separated somewhat. It did not completely come apart, however, the physicain decided it was unsafe and therefore used another wire to successfully perform the procedure. The product never came into contact with the pt.